Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal band procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands did not fire correctly. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this procedure have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.